Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 54-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the pci was completed. While placing an additional arterial line and swan, a hematoma was noted at the access site. Manual pressure was applied, but did not resolve the issue. The pump was removed, requiring an increase in inotropic/vasopressor support. The access site was closed with perclose x 2 and an 8fr angioseal. An angiogram revealed a large dissection to the access site. A covered stent was placed to obtain hemostasis. Decision was made to place an intra-aortic balloon pump (iabp). After two hours on support, the device was successfully removed. The post-procedure outcome is survived at explant. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. Vascular injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.